Manufacturer narrative:
Device was manufactured before UDI implementation. Manufacturer's investigation conclusion: a correlation between the device and the reported patient outcome cannot be conclusively determined. No product available for investigation. The hmii IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years, 3 months. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was expired due cardiac arrest. Additional information was requested, but was not provided.